Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during a laser assisted cataract procedure, he had programmed arcuate's incisions at a 30% depth for marking purposes only. Surgeon indicated the incisions appeared centered on the optical coherence tomography (oct) scan, but once under the operating microscope he saw that one arcuate landed on the limbus and the other was more central. Surgeon expressed a potential for residual astigmatism, and is unsure what caused or contributed to the event. Upon follow up, reporter indicated there was no adverse effect to the patient.

Manufacturer narrative:
Although, there were no technical services requested or performed due to the reported event; the field service engineer (fse) went on site to perform a preventative maintenance on the system. No system related issue was found during the visit and the system was found to meet specifications. Prior to engaging the laser the operator is provided the opportunity to make adjustments for the location of the arcuate from the system pre-positioning. Information provided for this investigation indicated the arcuate was confirmed to be in the center of the optical coherence tomography (oct) screen. Potential contributing factors could include anatomical abnormalities or patient movement, which should be addressed prior to the use of the laser, as this may cause an issue with arcuate creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).